Event description:
After the insertion of the essure I experienced abdominal pain, heavy bleeding, headaches, joint pains, muscle pain, fatigue, brain fog, anxiety, pain during sex and after sex, nausea, palpitations in my chest, swelling of feet and hands. (B)(6). FDA safety report ID# (B)(4).